Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the recharger is not charging the implanted neurostimulator. Patient stated the battery lights are scrolling up and down really fast. Troubleshooting was not required. Patient did stated they store their recharger in the case as well as on the charging dock. Agent reviewed always keeping charging in the charging dock, charging, when not in use. Agent also reviewed using proper recharge cable to the charging dock. The issue was not resolved as troubleshooting is not needed. An email was sent to the repair department. On (B)(6) 2024, pt called back with their replacement wr received in this case. The pt reports they cannot get the wr to function--the pt states the received the wr and put it on the dock to charge and kept it there for some time; the battery lights all show green when on the dock. When pt takes wr off the dock and tries to turn it on, the orange light displays. The pt had yet to pair the wr with the recharger app. The pt was instructed to try to reset off the dock--upon doing so, the recharger would not turn on after the power button was pressed. Agent had pt try to pair to recharger app multiples times after multiple resets with both the qr code as well as manually entering but the wr would not stay turned on after a reset and only displayed the orange light. Agent unable to get the pt to pair the wr with recharger app to see what error code was being displayed. Agent unable to pursue any troubleshooting that would allow the wr to be turned on or to 'clear' the orange light. Agent requesting overnight replacement and advised the pt to keep wr on the dock for 30 minutes immediately after opening the product and then advised the pt call pats to pair the products. Email to repair.

Manufacturer narrative:
Continuation of d10: product ID: wr9220, serial#: (B)(6), product type: recharger. Product ID: wr9220, serial#: (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), analysis of the wr9220 (s/n (B)(6) found led's scroll continuously. Device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.